Event description:
Dexcom was made aware on 10/09/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s child reported that the patient experienced a skin reaction with an infection which occurred three days after the sensor had been inserted in the arm. Prior to sensor insertion the area was cleansed with soap and water. The patient developed a rash, redness, inflammation, blisters, dry skin, and cellulitis extending beyond the patch perimeter. The patient had itching and burning sensation in the area. On (B)(6) 2024, the patient went to an urgent care clinic and was prescribed an oral and topical antibiotic medication for the infection. At the time of (B)(6) 2024, tech support follow up phone call the patient still had pain and there was redness and a 3¿4-inch scab in the area. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).